Event description:
It was reported that the patient was implanted with a pacemaker after experiencing bradycardia. The physician reported that the patient suffered syncope in 2008 and experienced bradycardia with holter monitoring. The physician programmed the device off on (B)(6) 2008 and the patient was implanted with a pacemaker in (B)(6) 2009. Clinic notes dated (B)(6) 2008 note that the device was programmed off at the cardiologists request as he was afraid the vns was causing bradycardia. It was noted that the relationship of the bradycardia is unclear. It was noted that after the vns was programmed off the patient had a pulse in the high 30s and was hospitalized. The vns was programmed back on. The patient's pulse was noted to be 66bpm and stable after the device was programmed on.

Event description:
Additional information was received stating that the pacemaker had helped with the patient¿s arrhythmia. Follow-up with the cardiologist was unsuccessful.